Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the first ins had sharper edges and the patient is thin so the ins came through the patient's skin. The hcp removed the ins. No symptoms or further complications were reported.